Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). We didn´t receive the complained device or the history log files of the device for an evaluation. As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. The information has been entered into our database and will be included in our trend analysis of this product line. We would like to take this opportunity to thank you for bringing this matter to our attention on our common goal to continually improve our product quality. For the current information the complaint is not confirmed, caused the device and the history log files were not available for an investigation.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): over infusion of fentanyl. Blood pressure was supported with noradrenaline.